Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device but customer had discarded device prior to contacting manufacturer. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer discarded device prior to contacting manufacturer. On follow up contact with customer, customer advised she was able to retrieve the product that was reported as discarded. Requested product will be returned to manufacturer for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer discarded device prior to contacting manufacturer. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer discarded device prior to contacting manufacturer. On follow up contact with customer, customer advised she was able to retrieve the product that was reported as discarded. Requested product will be returned to manufacturer for evaluation. The year is the only known part of manufacture date. We have defaulted to the first of the year.